Manufacturer narrative:
Initial.

Event description:
It was reported that the patient contacted the clinic about meal announcements on the ilet bionic pancreas and was reportedly announcing snacks and breakfast as the same type of meal despite significantly different carbohydrates, which led to incorrect meal size entries and subsequent glycemic excursions; a continuous glucose monitor (cgm) showed blood glucose as high as 366 mg/dl and as low as 49 mg/dl, with the low not verified by fingerstick. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included transient disruption of glycemic control without hospitalization or medical intervention beyond oral glucose guidance. Investigation included education and troubleshooting on correct meal announcement. Investigation of this case revealed use error related to meal categorization and meal size declaration, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal announcement and carbohydrate classification.